Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 498 mg/dl to 101 mg/dl, 498 mg/dl to 100 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.